Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the returned insert shows minor damage to the lock detail, more than likely from trying to force the insert to lock into the baseplate. A dimensional evaluation could not be completed due to the damage to the lock detail. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tka procedure, the legion ps high flex xlpe insert would not seat. It was tried several times but with no success. A second insert was inserted without problems. It is unknown if there was any delay due to this issue. No other complications were reported.